Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued; replacement device shipped to site on 12/1/2015. A medtronic representative, following up with the site, replaced the camera and performed a navigation system check-out, all areas passed. Medtronic investigation of returned suspect camera finds that the positioning sensor unit (psu) powered up without the fault light illuminated. However, a check of the event log revealed a long history of illuminator current moving in and out of range. The reported event was confirmed to be caused by an electrical failure mode, due to a system fault code. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the navigation system camera has a fault light illuminated. The medtronic representative checked the ndi toolbox utility and reported the utility showed a "illuminator hardware fault". There was no patient present when this issue was identified.

Manufacturer narrative:
The device was sent to the vendor for further analysis. The description of failure was verified. The unit had a faulty right illuminator board which required replacement. Following repair, the unit required recharacterization as an extended pyramid volume programmed with the same firmware as it was received.